Event description:
Pt reported she had to go to the emergency room as she had urinary retention for two days. Pt had catheterization and started passing blood clots. Ultimate diagnosis from md was "cystitis"